Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 30 previously reported events are included in this follow-up record. Product return status 23 devices were received. 7 devices were not available for evaluation.

Event description:
This report summarizes 30 malfunction events in which the device reportedly overheated. - 23 events had no patient involvement; no patient impact. - 7 events had patient involvement; no patient impact.

Event description:
This report summarizes 30 malfunction events in which the device reportedly overheated. 23 events had no patient involvement; no patient impact. 7 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 24 events were originally reported for this failure mode during the reporting quarter; however, 6 events were inadvertently excluded. 30 reported events are included in this follow-up record. Product return status: 22 devices were received. 7 devices were not available for evaluation. 1 device investigation type has not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 24 events were reported for this quarter. Product return status 18 devices were received. 5 devices were not available for evaluation. 1 device investigation type has not yet been determined. Additional information 24 devices were not labeled for single-use. 24 devices were not reprocessed or reused.

Event description:
This report summarizes 24 malfunction events in which the device reportedly overheated. 17 events had no patient involvement; no patient impact. 7 events had patient involvement; no patient impact.